Event description:
The customer reported both screens are blacking out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 12 v power supply and replaced the fuse caps. System operates as intended. This MDR is related to ge healthcare complaint.